Event description:
It was reported that the tcm did not stop producing ice after the cardiopulmonary bypass surgery. The device continued to make ice. No patient injury was reported.

Manufacturer narrative:
The field service representative replaced the ice sensor. The system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.